Manufacturer narrative:
The investigation for the thrombus has been completed. The impella was returned for evaluation and there were no abnormalities found with the pump. Clinical details were not sufficient to determine the root cause. Therefore, the root cause of the thrombus could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported that the patient on impella 5.5 support under transesophageal echocardiogram, noted a large mobile thrombus in the left ventricle. It appeared to be attached to the inlet cage with pedunculated thrombus attached and floating towards the aortic valve. A decision was made to use therapeutic anticoagulation. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿